Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and subsequently the pump shut down. Customer was able to successfully charge the pump using a different cable. There was no reported impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.